Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10c05076 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) homechoice peritoneal dialysis (pd) female patient. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2010, a peritoneal effluent culture was performed which was positive for chryseobacterium meningosepticum. Treatment information was not provided for the event. On an unreported date in 2010, pd therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the peritonitis. The nurse was unaware of the cause of the peritonitis and stated "this particular organism was caused by water." Medical history included end stage renal disease (esrd) and "some type of cystic disease."

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.